Event description:
It was reported that during the implantation procedure, the lead was unable to pace when the parameters were tested. The physician and the technician tried to re-position and check, but the lead failed to pace. The lead was replaced and the procedure was completed. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.